Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03647. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient reported experiencing back,leg and foot pain. Prior to the information received from the attorney, the patient reported positional and uncomfortable stimulation which per the information received from the attorney, was not resolved with reprogramming. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2013, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the additional reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.